Event description:
On (B)(6) 2013 patient presented to outpatient imagining (stic) for right stereotactic breast biopsy (consent reflects the same). During clip placement, radiologist felt some resistance. She was not sure if clip deployed. There was no clip identified on xray, radiologist pulled probe again and the breast was re-imaged. The clip was still not seen. Radiologist attempted to remove the marker/clip and had resistance, with some difficulty she was able to remove it from the probe. A new marker was then deployed in the breast. The breast was again re-imaged. Xray revealed two clips and the tip of the marker broken in the breast. Radiologist explained to the patient what had happened and then made contact with the patients referring md. Patient was referred to surgeon for surgical consultation. Diagnosis or reason for use: stereotactic biopsy site identifier (marker).